Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the test results are inaccurate. The patient reported meter readings compared with lab results, however no results were specified. The issue was not resolved with troubleshooting.